Manufacturer narrative:
Additional narrative: weight is unknown. Event date: unknown. Additional product codes: mni, mnh, kwp, kwq. Implant: unknown day (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015. It was reported that the surgeon performed a t10-illium posterior instrumented spinal fusion with titanium universal spine system (uss) dual opening (do) in (B)(6) 2013. At an unknown point in time the patient broke the left rod between s1 and iliac screw. According to the surgeon, the patient has back pain and has a non-union at the l3-l4 and l5-s1 levels. On (B)(6) 2015, the surgeon performed the revision. The surgeon removed all of the uss do nuts and uss do collars. He then removed both rods. The left rod was broken. The surgeon then removed ten uss do screws that were loose in the bone from various unknown levels (both right and left side) ¿ unknown sizes. The surgeon replaced six of the screws with larger diameter screws. The two screws at s1 were not replaced because there were not big enough screws available. It is unknown where the additional two screws that were not replaced were located. The surgeon then placed new rods and connected them with new uss do nuts and collars. Finally, the surgeon placed new iliac screws and connected them to the rod. The procedure was successfully completed. This is report 11 of 23 for (B)(4).